Event description:
This is a follow up report. The initial report was submitted to the FDA on (B)(4) 2013.

Manufacturer narrative:
Complaint sample could not be retrieved.

Event description:
One (1) patient ((B)(6)) states that he experienced a burning sensation in his eyes after using a medical device, aequaline cleaning and disinfecting lens care system. The patient medical record is not available at this time.